Event description:
On (B)(6) 2010, a (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair and the procedure was consisted as labeled. No notable events were observed. On (B)(6) 2010, at a follow-up, deterioration in renal function was confirmed. An examination revealed poor blood flow of peripheral renal artery (it is unknown if it was the right side or the left side). The physician determined that an additional procedure was unnecessary at this time and decided to follow closely. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient and remains at an acceptable level as a result of this complaint.